Event description:
On (B)(6) 2006, the patient began peritoneal dialysis (pd) treatment with dianeal unknown, intraperitoneally (ip) for renal failure. The patient's husband notified the (B)(4) warehouse that dialysis (twin) bags (intended for manual dialysis) were delivered in very poor condition by baxter in (B)(4) 2010. The husband reported that the boxes and bags were wet. The patient developed peritonitis and was hospitalized on (B)(6) 2010. The husband reported that the patient almost died. It was unknown if the patient underwent laboratory testing or received remedial therapy. On (B)(6) 2010, the patient was discharged from the hospital and the event of peritonitis resolved. It was unknown if dianeal therapy continued. The consumer did not report if the event of peritonitis was related to dianeal therapy. Additional information was received from the physician. The physician reported that the patient arrived to the hospital with peritonitis, confirmed by cytology studies and symptoms (not reported) on (B)(6) 2010. On an unreported date, the patient was treated with "vancomycin" IV and ceftazidime IV (dose, frequency and administration dates not reported). At the time of reporting, vancomycin and ceftazidime remained ongoing. The physician did not report if the event of peritonitis was related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.